Manufacturer narrative:
Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It is reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes around 10 tubes in every 100 is missing the gel. There are 6000 tubes with this condition. The following information was provided by the initial reporter: gel void and hence blood percolating down and mixing with gel.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It is reported that before use of the bd vacutainer® sst¿ ii advance plus blood collection tubes around 10 tubes in every 100 is missing the gel. There are 6000 tubes with this condition. The following information was provided by the initial reporter: gel void and hence blood percolating down and mixing with gel.